Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed and reproduced during on-site product evaluation. The root cause was identified as depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct reported condition. Additional information: the user interface module software version is 6.13.90. A service history review revealed that this device was previously serviced for the reported condition.